Event description:
The customer reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support to perform a pump reset and successfully started a new sensor session without the error recurring.